Manufacturer narrative:
This is the same event as 3010536692-2015-00713.

Event description:
Allegedly, patient revised due to severe pain and injury, decreased mobility and elevated cobalt in the blood. (Right)